Manufacturer narrative:
Updated evaluation conclusion codes h6.

Event description:
It was reported that this ambicor penile prosthesis (app) would not hold saline properly. The app was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) would not hold saline properly. The app was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.